Event description:
My dr, (B)(6), (B)(6), used dermabond to close a small belly button hernia and a silver-dollar size lipoma on the left side of my abdomen. I had severe "cry out loud" agonizing pain, itching, burning, blisters in both areas, more so in the lipoma area. What should have been 2 simple procedures has made me very sick for over 20 days. I would like to upload a series of pictures taken almost daily of my skin. Please let me know how I had to see a dermatologist who prescribed clobetasol and now cephalexin to help me. Seems like a dangerous product. The pain was not only topical, it was deep inside as if someone was slowly sticking me with a red-hot fireplace poker. It was used topically.